Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pruritus ("itching"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain and pruritus outcome was unknown. The reporter considered pelvic pain and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm cmplaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. A6629-invalid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst, multigravida, rhinitis, migraine headache, dermatitis, chest pain, abdominal pain, shortness of breath, asthma, termination of pregnancy, pelvic pain, endometrial polyp and discomfort. The patient had a family history of pancreatic cancer and anxiety depression. On (B)(6) 2012, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criteria medically important and intervention required) and pruritus ("itching"). The patient was treated with surgery (laparoscopy with (left) unilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2015. The reporter considered pelvic pain and pruritus to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013 as per mr (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: impression: status post successful placement of left essure device with occlusion of the left fallopian tube. There is free peritoneal spillage from the right fallopian tube. No abnormality of the endometrial cavity is seen [pathology test] on (B)(6) 2015: gross description a. Received in formalin labelled left fallopian tube is a convoluted pink-red fallopian tube, 6.5 cm in length and up to 4 mm in diameter with scattered adhesions and a delicate fimbriated end. Focal nodularity is absent. A few paratubal cysts ranging downward in size from 2 mm are present. Representative sections, one cassette. B. Received in formalin labelled right paratubal is an irregular fragment of soft pink-gray tissue, 4 mm in greatest dimension. Microscopic description sections show benign fallopian tube with paratubal cystb. Sections show a benign paratubal cyst [pregnancy test urine] on (B)(6) 2012: negative. According to bayer qa, the lot number a6629 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: update of batch information (batch is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. A6629-invalid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst, multigravida, rhinitis, migraine headache, dermatitis, chest pain, abdominal pain, shortness of breath, asthma, termination of pregnancy, pelvic pain, endometrial polyp and discomfort. The patient had a family history of pancreatic cancer and anxiety depression. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and pruritus ("itching"). The patient was treated with surgery (laparoscopy with (left) unilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic pain and pruritus to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013 as per mr (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: impression: status post successful placement of left essure device with occlusion of the left fallopian tube. There is free peritoneal spillage from the right fallopian tube. No abnormality of the endometrial cavity is seen [pathology test] on (B)(6) 2015: gross description a. Received in formalin labelled left fallopian tube is a convoluted pink-red fallopian tube, 6.5 cm in length and up to 4 mm in diameter with scattered adhesions and a delicate fimbriated end. Focal nodularity is absent. A few paratubal cysts ranging downward in size from 2 mm are present. Representative sections, one cassette. B. Received in formalin labelled right paratubal is an irregular fragment of soft pink-gray tissue, 4 mm in greatest dimension. Microscopic description sections show benign fallopian tube with paratubal cystb. Sections show a benign paratubal cyst [pregnancy test urine] on (B)(6) 2012: negative. According to bayer qa, the lot number a6629 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. A6629) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst, multigravida, rhinitis, migraine headache, dermatitis, chest pain, abdominal pain, shortness of breath, asthma, termination of pregnancy, pelvic pain, endometrial polyp and discomfort. The patient had a family history of pancreatic cancer and anxiety depression. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and pruritus ("itching"). The patient was treated with surgery (laparoscopy with (left) unilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic pain and pruritus to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2013 as per mr (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: impression: status post successful placement of left essure device with occlusion of the left fallopian tube. There is free peritoneal spillage from the right fallopian tube. No abnormality of the endometrial cavity is seen. [Pathology test] on (B)(6) 2015: gross description: received in formalin labelled left fallopian tube is a convoluted pink-red fallopian tube, 6.5 cm in length and up to 4 mm in diameter with scattered adhesions and a delicate fimbriated end. Focal nodularity is absent. A few paratubal cysts ranging downward in size from 2 mm are present. Representative sections, one cassette. Received in formalin labelled right paratubal is an irregular fragment of soft pink-gray tissue, 4 mm in greatest dimension. Microscopic description sections show benign fallopian tube with paratubal cystb. Sections show a benign paratubal cyst. [Pregnancy test urine] on (B)(6) 2012: negative. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received: lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pruritus ("itching"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain and pruritus outcome was unknown. The reporter considered pelvic pain and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.